Manufacturer narrative:
Corrected information d1, d3. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy testing (20.1g). This occurred at programming/setup during preventative maintenance testing. There was no patient involvement. No additional information is available.